Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead noise discrimination feature was inappropriately withholding therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had spontaneous ventricular fibrillation (vf) and the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy due to the noise discrimination feature being turned on. The device was reprogrammed and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.